Event description:
The ge oec 9800 fluoroscopy system displayed a collimator too large error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and would re-calibrate the collimator settings to restore proper function. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect were reported because of this malfunction.